Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9, h3, h6: the subject device has been received. E3: reporter is a j&j employee. H3, h4, h6: investigation summary device received at loc stated product code: 03.037.028 is "damaged beyond repair." Device could not be associated with a complaint or any other existing record. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the shaft of the scrdriver-hex 5 flex cann is broken at its proximal end, fragment still is attached to device. No other issues were identified. A dimensional inspection for the scrdriver-hex 5 flex cannand was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdriver-hex 5 flex cann would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: flexible screwdriver hex5, cannu se_384606 rev. L (current) / rev. J (manufactured). Dimensional inspection: n/a. Device history lot. Part: 03.037.028. Lot: l809932. Manufacturing site: hägendorf. Release to warehouse date: 22.march 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Note: DHR information was retrieved from pi-15852287094714163 as it is the same lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device was received at loc is "damaged beyond repair. This report is for one (1) 5mm hex flexible screwdriver this is report 1 of 1 for complaint (B)(4).